Event description:
It was reported that the customer had issues with the infusion set. Customer's blood glucose level was 405 mg/dl. Customer had just gotten out of the emergency room. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 499 mg/dl. Customer's blood sugar was not coming down after giving herself 3 boluses. Customer was sleepy and very thirsty. High blood glucose level was caused by a bent cannula. Customer was treated with 10 units of insulin and told to drink a liter of water an hour. Customer was wearing the pump at the time of the emergency room visit. Customer had a lot of no delivery alarms in the alarm history. Customer will be sent a tubing clamp. Customer will call back to continue troubleshooting once they receive the tubing clamp. Customer's doctor stated that the infusion set caused the hospitalization due to the bent cannula. Customer was advised to contact their health care provider to get a back-up plan established. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.